Event description:
While re-positioning a surgical light during a procedure, the light head detached from the suspended spring support arm. The physician held onto the light head and gently lowered it to the floor. No injury occurred to the patient or physician and the light head was not damaged.

Manufacturer narrative:
A steris field service technician visited the customer and examined the light head and support arm. The technician observed that the clip connecting the light head to the support arm slipped from its connection point to the support arm. The technician observed that the clip appeared undamaged. The technician replaced the spring support arm and clip and reattached the light head to the spring support arm. The root cause of this event has not been determined. The spring support arm that was removed is being returned to steris for evaluation. Additional information will be submitted if it becomes available.